Event description:
Upon evaluation by the manufacturer, it was confirmed the compact system had missing segments. No adverse event reported. Requested return of suspect device and replacement was sent.